Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the patient¿s voltage, current and time on settings was programed relatively high to control their settings. It was also noted that the patient¿s battery had been replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that they were upset that their implantable neurostimulator (ins) battery had depleted. They were disappointed in the product. They stated that it was going to be their 5th surgery in 10 years because the generator "burned out again". The patient stated that it was currently not working because the ins battery was depleted. Some implants lasted as little as a year and as much as four years. They did not think they should be expected to continue to pay a lot of money and have to go through multiple surgeries because the product doesn't last long enough. They did not think the ins's should be wearing out so fast and that many times in that short of a period. They wanted to know why they were not upgrading the technology to have rechargeable ins's. The patient was frustrated to have to go through the surgeries and the wear and tear on their body. They stated they were in limbo if they were going to be sick today or 5 minutes from now or 10 minutes from now, because they didn't have therapy. No further complications are anticipated.